Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 failed pm and will not calibrate. Customer stated that they tried to pm 8100 and it failed at the patient side occlusion. Then customer stated that they tried to run the calibration and it fails at the rate calibration, customer said that he will put the unit to the side and sent it in later and ended the call.